Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the recharger was taking longer to recharge the ins. There were no environmental or external factors reported. The representative checked the recharger, and everything seemed to be in normal operating order. The patient was instructed to continue to charge as usual and contact technical support if it continued. The representative also reported that no major issues were found other than the recharger taking to charge the ins. The patient also reported that the ins wasn¿t lasting as long. All impedances were within range. No patient symptoms were reported. No further complications were reported/anticipated.